Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and joint pain/arthritis. It was reported that patient was told by healthcare professional (hcp) that she needed to get a replacement in a month. Patient stated this was not enough time to plan a surgery and she did not have the money to do so. Patient inquired what to do and what would happen if pump got low or reached end of service (eos). Patient alleged the pump was alarming or beeping. Patient stated her pump was alarming last year sometime but that was because she was late on refill. This was resolved after getting a refill. No symptoms were reported. No further complications were reported.